Manufacturer narrative:
Correction: h7, h9 recall number should have been included in initial report.

Manufacturer narrative:
Lead identified as (B)(6). Please attach this report to 2938836-2020-08208 as the lead had already been reported in that report.

Manufacturer narrative:
Internal insulation abrasion was noted at 9.7 ¿ 10.7 and at 11.7 ¿ 13.7 cm from the distal tip breaching all the lumens with one re etfe cable coating found to be abraded. There was no ptfe liner in these regions of the lead. Internal insulation abrasion was found at 7.9 ¿ 9.5 cm from the distal tip breaching the rv lumen. The rv etfe coating and the inner coil lumen were intact in this location internal insulation abrasion was found at 17.5 ¿ 19.2 cm from the distal tip breaching the re cable lumen. The re etfe cable coating and the inner coil lumen were intact in this location di unavailable as lead sn is unk.

Event description:
This report is to advise of an event observed during analysis.